Manufacturer narrative:
Product investigation summary: the investigation of the complainant drill bits has shown that both tips are broken off and both shafts are strongly untwisted. It is obvious that the drill bit was overturned with excessively applied torsional force. A visible sign on the tip indicates that the drill bit became stuck either in the bone or in the drill sleeve. Then, as the user turned with high force, the drill bits suffered damaged. It is recommended that the user not turn the drill bit during insertion into the drill sleeve in order to prevent jamming. These drill bits are very delicate and require extra caution during use. Please note; blunt drill bits require more mechanical power during the application; therefore, it is recommended that blunt or damaged instruments be exchanged prior to surgery. The review of the device history record showed that there was no issue during the manufacturing of the products that would contribute to this complaint condition. As no product fault could be detected, no further action is required. Device history record review: release to warehouse date: may 9, 2014 - manufacturing site: (B)(4). A non-conformance report (ncr) was generated during the production of this lot for one device with torn packaging. That device was subsequently scrapped and the remainder of the lot was released to warehouse. This non-conformance is not relevant to the complaint condition because the packaging is not the subject of the complaint. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials, age, weight not available for reporting. Event date reported as (B)(6) 2015; exact date unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ part number: 310.520. Lot number: u228109. Release to warehouse date: may 29, 2015. Manufacturing site is synthes (B)(4) and supplied by (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery two (2) drill bits snapped off after seconds of drilling, there was a third drill bit available which worked well. There is currently no additional information. This is report 2 of 2 for (B)(4).